Manufacturer narrative:
As a part of our continuous monitoring and improvement efforts, this initial and final emdr is being submitted to FDA as a reportable adverse event that occurred in the USA. The product was not returned. Therefore, the product investigation consisted of a review of the production and inspection records. The results of the investigation are listed below. As the product was not returned from the customer, visual inspection could not be performed, and further information could not be provided about the lens and the entire injector. No abnormalities were found in production and inspection records of the product. Exact root cause is not determined. From our investigation, we believe this issue is not product related.

Event description:
Cracked optic resulting in a vertical line through middle of optic. Plan is to exchange lens on march 23rd. It was reported that the surgeon has experienced some "cracking" in the iol after/during implantation. The surgeon shall be returning to the o.r, explanting the iol and replacing it with a different manufacturer's iol. This patient is now experiencing a "line" in their vision noted on looking at bright lights and headlights, although acuity is quite good and except for a linear defect in the implant everything looks excellent. The lens will be explanted on march 23rd.